Event description:
The customer reported that the device was cutting off for no reason and turning back on.

Manufacturer narrative:
(B)(4). The customer reported that the device was cutting off for no reason and turning back on. There was no reported pt involvement. The philips repair bench evaluated the device. The reported device cutting off problem was not recreated. Philips was not able to confirm the reported malfunction. Because the problem could not be reproduced, no cause could be determined.